Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep reports seeing impedance at 40k for electrodes 9, 10,11,14 and the connectivity showed a problem with those electrodes as well. Rep said they were able to program around it. Patient started to get desired setting maybe a month ago, rep wasn't sure. Hcp was going to order an x-ray to check. Troubleshooting was not required. The issue was not resolved through troubleshooting. No report of trauma/accident. Rep stated the impedance check was done on 12/13. Rep clarified that the pt cannot use the lead with oor impedances, lack of efficacy. Will f/u for additional information. Both leads found to be one vertebral level below what they were at implant. Ipg not imaged. The cause of high impedance was not determined at the time.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2020. Explanted: product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2020. Explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported they reprogrammed around impedance issues. No further information beyond this. Cause not determined.